Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the keypad was torn over the up arrow. All of the keypad buttons responded properly. Removing the keypad revealed no damage or contamination on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down buttons on their device's keypad are intermittently unresponsive. The reporter noted that there was a tear in the keypad, but was unable to state if the tactile changes came before or after the tear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.